Manufacturer narrative:
The device remains implanted and has not been removed. Device was not returned for analysis.

Event description:
Two weeks after implant, the patient reported that one side was showing two raised red spots (by forks). The patient was prescribed antibiotics due to concern of an infection. The issue resolved but a week later has returned. The root cause of the reported problem is unknown and stryker ent is not aware of any additional antibiotic therapy or the implant status of the device.